Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician suspected the setscrew to the right atrial (ra) lead port of this implantable cardioverter defibrillator (ICD) was loose due to noise and pace impedance changes. In response the decision was made to program the ra lead off. Boston scientific technical services (ts) discussed lead measurements and considerations for doing so. No adverse patient effects were reported.

Event description:
Additional information was received that while reviewing data on the remote monitoring system it was observed that this device was pacing 100% in the ra despite the lead having been programmed off. Ts explained that any dual chamber sense/pace mode will result in atrial pacing in the absence of sensed intrinsic activity. Upon review of rate counts it was noted that there were very few events sensed by the ra channel over a long period of time which would align with the reported 100% pacing. Information was later provided indicating the device was programmed vvi at the time of the remote transmission with the anomalous ra pacing percentage. There are currently no plans to make any changes to the patient's implanted system or programming. No adverse patient effects were reported. This system remains in service.